Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there were three occasions where this implantable cardioverter defibrillator (ICD) had high shock lead impedance values greater than 200 ohms. The inquiry was how to get individual breakdowns of each vector for troubleshooting. No report of noise or issues with the pace/sense portion of the lead. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the plan was to continue to monitor this patient. The root cause for the high impedances has not been determined.